Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T10-l1 posterior spinal fusion and ponte osteotomy for correction kyphosis. Initial surgery performed (B)(6) 2016. On (B)(6) 2016, patient sneezed, hyperflexion occurred and patient fractured through pedicle at t10 which was the most proximal point of fixation. The fracture allowed the spine to decompensate and return to a flexed (kyphotic) position. No neurological injury noted. Tue (B)(6) 2016, patient was revised. Spine exposed and new screws added up to and including t5 and down to l3. Existing set screws and rods removed and new rods were implanted with new correction keys. T10 screws (fractured level) were removed and discarded. Surgeon considers the revision as a result of failure of biology, not implant. And an aggressive correction at primary procedure. Revision surgery completed without incident. 24 hrs post op, patient is recovering as expected. Activity levels normal. Pre-existing conditions; focal kyphosis at t12. X-rays, primary pre op MRI and lateral xray are available. Revision sagittal CT, axial CT and lateral xray available. No post op images from revision surgery available yet.